Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer had broken. The field service engineer (fse) found that the main drawer with the half-height cubie was not detected and could not be recovered. The fse reseated the power management controller, and the half-height drawer control printed circuit board assembly. All tray connectors were reseated, and the cubie contact bases were cleaned. The hardware test application was executed and passed successfully. The customer also tested the system and reported no issues. Preventative maintenance was performed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.